Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and service report. Our fse was on site and could narrow the issue down to the connector. After replacing the connector the unit began to work. The unit passed all functional and safety tests and was returned for clinical use. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the compressor had an air leakage. No more information was available. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**UDI related data quality updates ** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: compressor mini, corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compressor mini 115v, corrected version or model #: 6481779.